Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event and patient's weight is estimated.

Event description:
It was reported that the patient experienced wound dehiscence at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the system was explanted to address the issue. The wound has healed.